Event description:
It was reported that this implantable brady lead exhibited loss of capture during the implant procedure. It was noted that this lead was plugged into the left ventricular (lv) port of the device which is considered off-label use. There was also loss of capture when patient came in for their wound check. Subsequently, this lead was explanted and a new (lv) lead was implanted. The new lv lead remains in service. This was considered a therapy upgrade for the patient. No additional adverse patient effects were reported.